Event description:
It was reported that a malfunction occurred with the pump, displaying code malf 9, which was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump and was informed to continue using it, with instructions to call back if the issue recurs. The customer understood and acknowledged the guidance provided.